Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician noted that the explanted lead was broken and that there were no exposed cables. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that field in the initial MDR should have been (B)(6) 2017. The returned lead was analyzed and the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician noted that the explanted lead was broken and that there were no exposed cables. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician noted that the explanted lead was broken and that there were no exposed cables. The patient was doing well post-operatively.